Event description:
It was reported that when an asymptomatic patient presented in clinic after receiving a vibratory notification, the device was found to be in back up vvi mode. Device change was recommended. The physician elected a device code download to be performed prior to a generator change. The device was downloaded successfully. Subsequently, the device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported backup vvi was confirmed in the laboratory and was due to a power on reset. The device was tested on the bench and a fracture in the conductive epoxy between the connector and the hybrid was found to be the cause of the power on reset.